Event description:
It was reported that a patient underwent an initial tka. Subsequently, patient had the femur, and poly revised approximately 2 years later due to instability and pain. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502606602, femur cemented cruciate retaining (cr), 65830818. 42532007102, psn tib stm 5 deg sz e r, 66127215. 42540200035, all-poly patella cemented 35 mm diameter, 66054324. G2: foreign: australia. Complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no fracture or radiolucency around the components, alignment is normal. Right total knee arthroplasty without radiographic hardware complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.